Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (partno.str-gl-001/ sm32199344 ), that was being used with the transmitter during the reported event of intermittent out of range was returned. Evaluation of the returned receiver and review of the downloaded data log did confirm the reported event.. However reported fault could not be reproduced.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the transmitter gave an out of range signal on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.